Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was an error code during testing. There was no patient injury.

Manufacturer narrative:
One device was received. The pump was inoperable due to error code 1840 and fluid ingression on the downstream sensor. The complaint was confirmed. The root cause was the motor, and it was unknown what caused the motor to fail. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced motor.